Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-15527. It was reported the pt experienced a loss of right sided stimulation. The pt's spouse indicated x-rays were taken and lead migration was observed. The pt is to consult with his physician and may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.